Event description:
A malfunction was reported on the pump by the caller, who noted that the pump screen went dark and would not turn on. Despite the issue, there was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to connect the pump to a power source using known working charging supplies, which led to the screen turning back on. The malfunction code displayed was resettable and did not recur after the pump was reset. The customer was advised to continue using the pump and to contact technical support if any malfunction codes appeared again.